Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that none of the buttons on the infusion device were functioning and the rubber covering of the up button was damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.